Event description:
It was reported that the physician had been having issues with her handheld device for some time. She reported that the screen was not bright enough, and also that every time it was powered off, it went through a hard reset, resulting in having to do a set up each time. The physician was provided a replacement. The handheld and flashcard were received for analysis. Analysis is underway, but has not been completed to date.

Event description:
Analysis of the returned handheld device and software flashcard was completed. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.